Event description:
According to the reporter, the kangaroo pump was returned for noisy motor. The device made a noise and shut down by itself after priming.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿shut down by itself after prime #2 and makes a weird noise before powering off.¿ the unit was triaged and the customer¿s reported condition was confirmed. After testing and inspection, it was found that the printed circuit board was the cause of the issue. A review of the device history record by (B)(6) 2018 shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.